Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set the following information was received by the initial reporter with the verbatim: ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): on (b((6) 2023. Site name/location: (B)(6) hospital. Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): incident details: smof lipids held for administration of pip-taz antibiotic. Paused on alaris pump. After first dose was given with no issues, after second dose of antibiotic in day shift, approximately 20minutes after re-starting smof, pump rang off occluded patient side. Upon trouble-shooting line, alaris tubing of smof, no longer able to run any volume through or pull any volume through past filter portion closest to patient. Tubing had to be changed. Impact of incident: no evident concern . Who was affected? Patient.